Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited an unspecified oversensing issue. No intervention was performed and patient condition was unknown.

Manufacturer narrative:
Correction: e3 - occupation - should be "physician" instead of "other health care professional."

Event description:
New information noted that the implantable cardiac monitor (icm) exhibited oversensing which led to false atrial fibrillation (af) episodes. Programming changes were made and the patient was in stable condition.